Event description:
The reporter contacted animas on (B)(4) 2013 indicating that the pump has been emitting low cartridge warnings approximately every other day. The patient receives the alarm but is unable to resume the pump without removing or changing the battery, as the screen goes blank. The patient is unsure if the pump is losing power or if the screen just goes blank. This report is being made based on the indication that the pump may have powered off.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 04/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows a reboot 30 minutes after a low cartridge warning on (B)(6) 2013. There was no physical damage found to the battery cap or battery compartment. The pump powers on appropriately to the verification screen with functional auditory and vibratory features. A low cartridge warning was reproduced during investigation and once the warning was confirmed, basal delivery continued. The pump was exercised for 24 hours with no power issues occurring. The pump cover was removed and there was no damage found to the power circuit. The complaint could not be duplicated on investigation.